Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain and the right ventricular (rv) lead exhibited short ventricular to ventricular intervals. The lead remains in use. No further patient complications have been reported as a result of this event.